Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 73-year-old male was implanted with an impella cp device for mechanical circulatory support. The complainant reported the patient had periods of non-pulsatility. Additionally, there was a lot of bleeding from the impella access site. A femostop placed and one unit of packed red blood cells (prbc's) was transfused. Furthermore, waveforms and imaging suggested the need for repositioning. Impella repositioned with fluro, and slack was removed.

Manufacturer narrative:
The investigation for the reported limb ischemia, positioning issue, and the access site bleed has been completed. According to the clinical, shortly after beginning impella cp support the patient had periods of non-pulsatility. Additionally, bleeding was observed coming from the impella access site after being transferred to the ICU. After resolving the bleeding issue with femstop and blood products, suction was recorded and imaging confirmed the pump was shallow. Following a successful repositioning procedure, the pump remained in the patient until they were weaned off of support. No product was returned for a visual inspection. Data log analysis was not necessary for this complaint. The cause of the major access site bleeding was not determined because no product was returned, and not enough clinical information was given. The most likely cause of the positioning issues was use related. The cause of the limb ischemia could not be determined since no additional clinical details were provided. Potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added-b1-selected product problem. To conform to updated procedures, sections d6 and h10 were revised with updated information.